Manufacturer narrative:
Equmat was evaluated and there was no problem found with unit. We believe it is possible that the interaction/interface between the endomat, that we filed an MDR on and the equimat may have caused the incorrect readings. On the other MDR, our evaluation stated: the only possible cause for the fluid to back flow would be that the outflow suction tubing was incorrectly connected or the filter was faulty in the collection cannister cap. The collection cannister was not returned for eval.